Event description:
The customer alleged, she went into a diabetic coma because she was unable to test her blood glucose on her contour meter. She was recently released from the hospital. No additional information was provided about the incident. During the call, it was discovered the meter would not power up when inserting a test strip. The meter was replaced and the customer is expected to return her meter for evaluation.

Manufacturer narrative:
The meter was received and tested by qa. It was confirmed for no display in the test mode.